Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 24 stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The third stent strut from the proximal end was damaged and lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-apr-2019. It was reported that advancing difficulties were encountered. A 3.00 x 24 synergy drug-eluting stent was selected for use. However, the device does not pass through the 5fr catheter. However, returned device analysis revealed stent damage.